Event description:
The automatic component of the staple device broke off with first use. The broken item obtained and removed from field. The broken item taped to device and new device obtained. No harm to patient. Surgery continued without incident.